Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0866 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was in block mode. Customer observed insulin pump performing self tests and bolus deliveries of its own accord. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.